Event description:
The patient underwent a valve placement procedure for the treatment of emphysema on (B)(6) 2024. The physician placed one 7mm and three 9mm spiration valves in the left lower lobe at lb8, lb7, lb9, and lb6 respectively with the patient under general anesthesia. A chest x-ray was completed post procedure. The patient experienced pneumothorax later the same day. A chest tube was placed, and a second procedure was completed to remove one 9mm valve from the left lower lobe (lb7). The removal procedure occurred approximately five hours after the initial placement procedure. The physician noted the pneumothorax to be both procedure and device related. The pneumothorax resolved without sequelae and the patient was discharged three days later on (B)(6) 2024. A suspected uti was also discovered during the patient¿s hospital stay post valve placement procedure. However, the suspected uti was determined not to be related to the valve or valve placement and removal procedures.

Manufacturer narrative:
Pneumothorax is the most common device related serious adverse event that is associated with the spiration valve system. In the emprove study, the incidence of serious pneumothorax was 14.2%, with over 75% of the serious pneumothorax events occurring within the first 3 days post-procedure. Early-onset pneumothorax in the treatment group likely resulted from lung conformation changes due to acute reduction in lung volume by valve therapy, triggering rapid expansion of the ipsilateral non-targeted lobe leading to pneumothorax. (Criner gj, delage a, voelker k, et al. Improving lung function in severe heterogenous emphysema with the spiration® valve system (emprove): a multicenter, open-label, randomized control trial. Am j respir crit care med. 2019;200(11):1354-1362. Doi:10.1164/rccm.201902-0383oc). However, it should be noted that pneumothorax events are also recognized as an indicator of successful target lobe occlusion and when managed according to published expert guidelines (valipour a, slebos dj, de oliveira hg, et al. Expert statement: pneumothorax associated with endoscopic valve therapy for emphysema -- potential mechanisms, treatment algorithm and case examples. Respiration 2004 2014;87(6): 513-521. Doi:10.1159/000360642), subjects with pneumothorax events experienced clinical benefits similar to that in subjects without pneumothorax events (criner gj, delage a, voelker k, et al. Improving lung function in severe heterogenous emphysema with the spiration valve system (emprove). A multicenter, open-label, randomized control trial. Am j respir crit care med. 2019;200(11):1354-1362. Doi:10.1164/rccm.201902-0383oc). The reported event aligns with the experience in the emprove clinical trial and is an expected adverse event associated with the spiration valve system. H3 other text : device was discarded after removal.